Manufacturer narrative:
Investigation summary: customer returned (3) open bd alcohol swabs from lot # 1084477. Customer states that there is foreign matter. All returned swabs were examined and all exhibited spicing tape on the swab pads. Samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. No additional investigation and no corrective and preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that foreign matter was found on bd alcohol swabs 100count. This event occurred 3 times. There was no report of user impact. The following information was provided by the initial reporter: "foreign matter."